Manufacturer narrative:
Event(s) occurred the week of (B)(6) 2018. (B)(4). The device(s) were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets had the "locking valve" that did not work causing solution to backflow. This was observed during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between july 06, 2018 - july 07, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.